Event description:
Rptr is interested in FDA publications and reports concerning the codman hakim precision valve, which has been used for treatment of hydrocephalus. Rptr's family member underwent an implantation of this product and suffered adverse results that involved the shunt setting slipping on its own from its designated setting.